Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose value of over 400 mg/dl. Customer¿s current blood glucose level was 354 mg/dl. The customer was treated with a bolus. Customer did not experiences any symptoms related to the high blood glucose. Customer does not alleges that the insulin pump was under delivering. It was also stated that auto mode was not used. Insulin pump will not be returned for analysis.